Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing cap did not fit correctly on a small volume intermate. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between: 07jul2016 and 08jul2016. The device was received for evaluation. During visual inspection, the blue coil cap was observed separated from the housing. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.